Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 3/4/2026 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? No * if possible, could you please confirm the number of sutures that "pop off" from the needle during this procedure. This was not a ¿pop off¿ suture. This should have been a swedge on suture * what is the procedure name and date? Inguinal hernia repair * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Unknown * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager (B)(6). (Please refer to the attached email), (B)(6). A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date and suture was used. It was reported by the sales rep that the general surgery team was using suture on a needle and the suture was popping off the needle. One device returning. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One opened box containing nine unopened samples (product code 8411h) was received for analysis. To assess the condition of the returned samples, individual packets were opened. The swage and attachment areas appeared as expected. The sutures were dispensed and examined along their lengths; no anomalies were observed during inspection. Functional test was performed using an instron equipment, and the pull force did not meet the minimum requirements in five samples; these exhibited a light swage on further review. The remaining four samples met the minimum requirements. Based on the information currently available, light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.